Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient called and is requesting a manufacture representative (rep) to come out and scan/check her device; they report therapy is not working, their symptoms are back, and their lead might be off. The patient didn't notice a change with their lead when asked by the manufacturing company, but they think their might be something with the lead because it happened last time (information was reported in a related event). The patient added that they tried changing voltage and programs. They called their healthcare provider (hcp) too, but they can't be seen until monday; the hcp instructed the patient to call the manufacturing company. The patient also added that "the device is supposed to last for 3 years and it does not." Patient said they got hurt at work in (B)(6) 2018; they fell and have been recovering since. As a result of what was reported, the patient was redirected to their hcp so the office can contact a rep if needed. No further patient complications have been reported as a result of this event.